Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced an ongoing intermittent elevated blood glucose (bg) level of "high" on the continuous glucose monitor, with large ketones. Cause was not known. A manual injection was administered to address bg. Customer reverted to an alternate method of insulin therapy.